Event description:
It was reported that the patient's blood glucose level (bg) rose to 400 mg/dl while wearing the pod between 36 and 48 hours. Upon realization of high bgs, the pod was removed from the infusion site and it was observed that the pod was leaking insulin and the cannula was torn. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios, omnipod software app version: 1.1.6, smartphone operating system: 18.4, smartphone hardware: iphone13.2, cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the soft cannula deployed and undamaged. Pod data showed no alarms, timeouts, or drive stalls that would indicate an issue or failure to deliver insulin. During fluid path testing, the fluid was able to travel the complete fluid path with no issues and no leaks were found. Therefore, no problem was found for both the reported leaking during wear and pod cannula damage events.